Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown procedure with a mentor smooth round moderate profile 375cc saline breast prosthesis (left device) and an unspecified mentor saline breast prosthesis (right device) that both deflated after implantation. Patient noticed the deflation of the left breast prosthesis on (B)(6) 2017. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 700cc gel breast prostheses on (B)(6) 2018. It was during the explantation surgery that it was noticed that the right device had deflated. This medwatch report is for the right breast prosthesis.